Event description:
Customer alleged blood glucose results of 59 mg/dl, 63 mg/dl, 67 mg/dl, 196 mg/dl, and 66 mg/dl when testing was performed back-to-back on the aviva sys. Customer reported feeling lightheaded and did not report treatment or action based on the results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement prod was sent.